Event description:
It was determined through review of the manufacturer's programming history database that high impedance was detected on this patient's generator through system diagnostics. No known surgical intervention has occurred to date. No new relevant information has been received to date.